Manufacturer narrative:
Device manufacture date: battery pack (B)(4). Battery pack (B)(4): 08/2008. Device evaluation summary: device evaluations of battery packs (B)(4) and (B)(4) have been completed. The reported problem was confirmed. The cause of the battery pack faults was improper battery maintenance by the patient. Neither battery was recharged per the instructions for use. A review of the downloaded data shows that both packs were allowed to completely discharge in the monitor despite multiple "replace battery" messages and alarms. No adverse event resulted from the damaged batteries. The patient received replacement battery packs.

Event description:
The daughter of a (B)(6) female patient contacted zoll lifecor customer support to report problems with her battery packs. The patient reports that one of the batteries stopped working after about a week and her other battery is now showing a red battery fault icon on the charger. The patient's suspect battery packs were replaced.